Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and any deviations from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection¿, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: (a.) The customer cleaned, disinfected, and sterilized the device before sending it to olympus, (b.) There was no delay in the start of precleaning, (c.) The customer flushed the air/water nozzle with water and air, (d.) There was no abnormalities in the accessories used for reprocessing, (e.) The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges, (f.) The customer flushed the air/water nozzle with the detergent solution. The device was returned to olympus for evaluation. The customers allegation of poor air and water flow issues were confirmed. Due to clogging of the nozzle, air and water supply volume did not meet the standard value. It was observed that the nozzle had foreign objects. This was due to insufficient cleaning. Additionally, the following findings were also identified, and are as follows: (a.) Due to wear of the angle wire, bending angle in the up direction did not meet the standard value, (b.) Due to wear of the angle wire, the play of the up/down knob was out of standard value, (c.) Adhesive on the bending section cover had a chip, (d.) Due to clogging of the nozzle, water removal ability did not meet the standard value, (e.) The suction connector was shaved, (f.) The scope connector cover unit had a scratch, (g.) The protector of the universal cord on the suction connector side had a scratch, (h.) The paint on the air/water cylinder was peeled, (I.) The lock engagement lever had a scratch, (j.) The right/left knob had a scratch, (k.) The up/down knob had a scratch, (l.) The forceps channel port was shaved, (m.) The switch button 4 had wear, (n.) The switch box had a scratch, (o.) The universal cord had a wrinkle, (p.) The universal cord had a scratch, (q.) The grip had a scratch, (r.) The control unit had discoloration, (s.) And the control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced poor air and water flow issues. The intended procedure was completed using a similar device. The event occurred during preparation for use. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there were foreign objects within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.